Event description:
It was reported to philips that the system stopped working during process. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred and coronary procedure was performed by the customer and completed as planned by using the same system. Philips field service engineer (fse) inspected the system onsite and confirmed that the system and confirmed that the system was stopped working. Upon troubleshooting, fse found that there was an issue with suite pc software. To resolve this issue, fse installed the software. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.